Event description:
Procedure: lap hernia repair: according to the reporter - during lap hernia case the seal of the 2 pediport trocars were damaged and were leaking gas out of the patient. One of the seals was found in the patient and removed with grasper. No blood loss or tissue damage.

Manufacturer narrative:
(B)(4).